Manufacturer narrative:
A ge service rep performed an on site investigation. The table leg extension and latches were replaced. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an error code message and thereby the table's movements were inoperable. No report of pt or staff injury.